Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the black pulse wire was open inside the trunk cable. The cause of the constant check te messages is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant 'check therapy electrode' messages.